Event description:
Paramedics responded to a person described as in full cardiac arrest and down for approx 10 minutes. The pt was connected to the device and described as in ventricular fibrillation. The pt was shocked 9 times and then transported to the hosp emergency dept but was not resuscitated. According to the rptr, six times during the code, the device was charged to deliver a shock but then removed the device was charged of its own accord before the discharge buttons could be pushed. No adverse affects to the pt were reported as a result of the alleged malfunction.